Event description:
It was reported patient lost effective stimulation due to high impedances on the lead and recharging burden. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Manufacturer narrative:
The patient lost effective stimulation due to high impedances on the lead and recharging burden. The patient had the system replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.